Event description:
When the surgeon positioned the 4th coil, an orbit mini (637mf0201/15816468), the surgeon found that the coil had partly stretched during advancement through the distal shaft of the prowler 14 microcatheter (606151x/15844308). The surgeon had to retrieve the coil and changed another coil (details unknown) to complete. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire (details unknown) and microcatheter when accessing the target site. No adverse event occurred. There were no kinks in the microcatheter that may have contributed to the event. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The coil was successfully removed from the patient and was still attached to the delivery system. The microcatheter remained at the target site. The procedure was coil embolization of the posterior communicating artery. The size of the aneurysm was 4x6mm.

Manufacturer narrative:
Concomitant medical products: four other coils (details unknown), prowler 14 microcatheter (606151x/15844308), guidewire (details unknown). The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2 x1.5 was received coiled inside of a dispenser inside of a plastic bag. The device was removed from the dispenser for the analysis. The hypotube was inspected and it was found kinked. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The reported stretching of the coil was confirmed with analysis of the returned device. It is possible that clinical/procedural factors including interaction with previously placed coils or with the microcatheter may have contributed to the event. The instructions for use outlines to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Based on the available information no definitive conclusion can be made regarding the reported stretching of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.